Event description:
It was reported that the ilet user experienced glucose ¿rollercoasting,¿ including a low glucose reading of 41 mg/dl treated with gatorade, fruit punch, and ice cream followed by a spike to 286 mg/dl. Engineering logs later showed missed meal announcements despite the user¿s belief that meals were announced, and the event involved the user interface and a usage-related issue. Symptoms included hypoglycemia and hyperglycemia. Outcomes included minor injury of hypoglycemia with no lasting no health consequences. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.